Event description:
Customer called to report the insulin pump alarmed for threshold suspend on two occasions. Blood glucose reading was 97 mg/dl. The customer stated that there was a big difference between the sensor glucose reading and the blood glucose reading. Sensor glucose reading was 58 mg/dl while the blood glucose reading was 97 mg/dl. Troubleshooting was performed. Advised that the issue was mostly likely caused by the sensor not being situated properly. Advised the customer on the proper usage of the sensor. The sensor will be replaced as a courtesy. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.